Event description:
Report received from (B)(6) stating that the device was "heating up during surgery." The surgery was delayed in order to let the device cool down. The spine surgery was completed. The reporter declined to provide pt info. There were no injuries reported. There was no add'l info provided.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the device had worn / damaged bearings. Therefore, the reported condition was confirmed. It was determined that this was most likely due to normal wear over time. Additional information: a review of the device history record did not indicate any conditions during manufacturing operations that could be related to the reported condition. The attachment device passed all manufacturing and test requirements at the time of manufacture. A trend review indicated no increase in complaints of this nature for this device. Monitoring will be conducted for similar reports to determine if further actions are required. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).

Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent.